Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that when using a bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tube for a blood draw, the tube overfilled. There was no report of exposure, injury or medical intervention.